Event description:
It was reported that the programmer's radiofrequency programmer head connector had broken loose. The programmer was returned for service; however, it was placed into storage due to a lack of available parts. The programmer has now been taken out of storage and will be repaired and placed back into circulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that its radiofrequency programmer head connector was loose and therefore the link electronic module board was replaced and calibrated. During analysis the programmer failed its right antenna test because it was loose and therefore the antennas were secured and re-torqued. It was further noted that the system fan was noisy and it was replaced. (B)(4).